Event description:
During carotid endarterectomy, the technician smelled electrical burning odor from the laptop power supply. They continued using the device because the patient was already shunted before the smell occurred. After the operation, the technician turned the power off and noticed that the power supply overheated. The power cord melted into the outlet. According to the technician, no paralysis or sensory loss occurred as a result of this malfunction.